Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump did not recognized the cassette. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was intact. Review of the event history log (ehl) showed a ?cannot start pump" alarm. A no disposable alarm test was performed during functional testing and the reported issue was duplicated. The device was powered on and the latch handle was moved to the open position. Initially the device did not recognize that the latch was in the open position. After repeating the motion, the device recognized the actions. A latch lock test was performed in the manufacturing utility mode and passed. The reported issue was related to an intermittent latch lock sensor. The latch lock sensor was not contaminated and did not show any visual defects. As a result, the latch lock sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.